Event description:
Procedure performed: cholecystectomy. Event description: when opening the trocar, the surgeon's assistant noticed a piece of plastic inside the cannula, which prevented the obturator from being inserted. They had to open a new trocar to replace it. It should be noted that upon receipt and verification of the product, it does indeed have a piece of plastic glued internally. Intervention: they had to open a new trocar to replace it. Patient status: na (before use).

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a severed cannula wing tab within the cannula shaft. Based on the condition of the returned unit, the severed wing tab did not originate from the returned cannula as no damages were observed on the returned cannula¿s wing tab. It is possible the wing tab became lodged within the cannula during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: cholecystectomy. Event description: when opening the trocar, the surgeons assistant noticed a piece of plastic inside the cannula, which prevented the obturator from being inserted. They had to open a new trocar to replace it. It should be noted that upon receipt and verification of the product, it does indeed have a piece of plastic glued internally. Intervention: they had to open a new trocar to replace it. Patient status: na (before use).